Manufacturer narrative:
Covidien reference: (B)(4). One sample of a cuffed endotracheal tube was received for evaluation. A visual inspection was performed and no anomalies were found. Inflation and deflation tests were performed with the stylet. Air was applied to the cuffs and found that the bronchial cuff completely deflated. The tracheal cuff retained 6mls of air. The stylet was removed and both cuffs inflated and deflated without any issues noted. The customer reported complaint was not confirmed as the device was found to function as intended.

Event description:
It was reported that during testing, a nurse observed that both endobronchial tube cuffs failed to completely deflate. There was no patient involvement.